Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted during testing however, act button did not respond due to moisture damage on keypad trace. No moisture damage on electronics noted. Functional testing could not be completed due to unresponsive button. The insulin pump was received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The battery of the insulin pump was reinstalled to no avail. The customer reported that the insulin pump was exposed to fluid from a mouthwash. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.